Manufacturer narrative:
The catheter was not returned for evaluation. Without the return of the catheter the complaint cannot be confirmed, and the cause of the reported issue cannot be determined. The log files were reviewed for the trufreeze console, and no abnormalities were noted. The instructions for use state (p. 3), "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." The doctor who performed the procedure subject of the reported event stated that the event was due to user error. The steris chief medical officer (cmo) offered counseling to the doctor who performed the procedure subject of the reported event however, the doctor declined. A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported that a patient had a linear tear near the mid-esophagus a few weeks after undergoing a procedure to treat a tumor which included use of trufreeze cryospray therapy. The patient had developed pneumomediastinum and sought and received additional medical intervention.